Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of nausea, vomiting, fibrin, cloudy effluent, abdominal pain and peritonitis requiring hospitalization and antibiotic therapy. The definitive etiology of the event(s) is unknown; however on 16/jul/2018 the pdrn attributed causality to a recent camping trip (specifics unknown). Furthermore, pd therapy is commonly associated with a high incidence of peritoneal infections (1). A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event of pd catheter revision (not a fresenius product). However, due to the unknown nature of the pd catheter revision, causality cannot be determined. Additionally, it is unknown to what extent the catheter malfunction may have caused or contributed to the event(s) listed above. There is no allegation of a malfunction in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Notes removed. This file was created from (B)(4). The notes were removed because they do not apply to this complaint. This complaint was opened to address a dx of peritonitis reported to us on (B)(6) 2018. Patient brought a bag of cloudy effluent to the clinic on (B)(6) 2018, pt was hospitalized and treated for peritonitis. Pt is still receiving vancomycin and fortaz to treat the infection. Culture results: gram - bacilli. Pt discharged from the hospital on (B)(6) 2018. Pt (B)(6) and (B)(6). Information came from pdrn (B)(6) at the pt associated clinic.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.